Manufacturer narrative:
(B)(4). Conclusion code: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
The initial procedure was a CABG. The device was caught in the seal of the package.

Manufacturer narrative:
Conclusion: retained samples were evaluated. They were visually and functionally examined and met specifications.

Event description:
It was reported that the patient underwent an unknown surgical procedure on 03/31/2015. During the procedure, some of the product was out of the sealed package. There was no adverse patient consequence reported.